Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI: (B)(4).

Event description:
During a total knee arthroplasty, the surgical staff noted spots of oxidation on the medium spherical cutter. A small size was used to complete the procedure without any negative impact to the patient.